Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The returned complaint unit was returned, and the following was observed: the distal tip is torn radially along the distal liner edge. Liner is fully expanded as designed. Stretching is noted at the distal tip tear. All score lines are present. Device imagery was provided and confirmed the presence of the distal tip tear, aligning with the condition of returned device. 3mensio was also provided and shows no notable patient access vessel characteristics that could have contributed to the complaint event. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for resistance between system components leading to difficulty advancing through the sheath and sheath distal tip tear were able to be confirmed based on evaluation of the returned complaint unit and imaging evaluation. Available information suggests procedural factors (improper tip expansion, high push force) likely contributed to the event as the tip score line was still apparent. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the tip of the 14f esheath was torn. The 14f sheath presented with resistance at the tip upon advancing the 23mm sapien 3 ultra resilia valve. Additional pressure was applied until the valve popped out of the esheath. The valve was deployed without issues. There was no patient harm, but esheath tip has a tear, almost as if it was too small for 23mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is ongoing.